Event description:
The customer reported "during the procedure the left monitor went blank. The unit was beeping and not activated for taking a picture." This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor and video switching circuit boards. The system operates as intended.